Event description:
It was reported that the customer experienced a low blood glucose (bg) level or 23 mg/dl. Cause was not known. Reportedly the customer stated that they ¿took care of it¿ in addressing the decreased bg, , but no treatment information was provided. Reportedly, the customer ¿passed out¿ resulting in them falling, hitting their head on a rock and injuring their knee and shoulder. The customer went to the emergency room (ER)and was subsequently hospitalized. The customer was only treated for pain management from their fall as the bg had been addressed prior to going to the ER. Reportedly the customer was discharged that same day from the hospital.